Event description:
It was reported that the hydrophilic coating was missing from the guidewire. A v-14 control wire was selected for use in balloon angioplasty procedure in the tibial artery. It was inserted through a micropuncture kit and non-bsc support catheter into the pedal artery. When the v-14 control wire was removed, it was observed that the hydrophilic coating was missing from the guidewire. Subsequent fluoroscopic pictures were taken, and in which no part of the guidewire was found (in-situ). The surgeon was not concerned, and no further procedures will be undertaken due to this event. There were no patient complications as a result of the event.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned. However, a photo was provided from the healthcare facility. It shows that the coating of the guidewire was peeled and bent.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, initial reporter, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the hydrophilic coating was missing from the guidewire. A v-14 control wire was selected for use in balloon angioplasty procedure in the tibial artery. It was inserted through a micropuncture kit and non-bsc support catheter into the pedal artery. When the v-14 control wire was removed, it was observed that the hydrophilic coating was missing from the guidewire. Subsequent fluoroscopic pictures were taken, and in which no part of the guidewire was found (in-situ). The surgeon was not concerned, and no further procedures will be undertaken due to this event. There were no patient complications as a result of the event.